Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced a blue screen issue. A technical support specialist (tss) monitored the station reboot to verify successful application launch. When the bd bluescreen appeared, a five-minute wait period was observed before further action was taken. After the application failed to launch, the tss performed and monitored an additional reboot. Following the subsequent reboot and wait period, the application launched successfully. The specialist then dialed into the station and confirmed that it was back online and operational. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had blue screen issue. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.